Event description:
It was learned via the implant patient registry that a 7300tfx 27mm bioprosthetic mitral valve, implanted for nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 11400m 29mm mitris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, g3, g6, h6, health effect - clinical code, device code(s), type of investigation, and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was learned via the implant patient registry that a 7300tfx 27mm bioprosthetic mitral valve, implanted for nine (9) months, was explanted due to enterococcus faecalis endocarditis. The explanted device was replaced with a 11400m 29mm mitris resilia valve. The patient was discharged home with home health on pod#9 per medical records, about 9 months post implant of a 27mm 7300tfx mitral valve, the patient presented with fevers and 2 months history of pneumonia and ear infections. Tee confirmed vegetations on the bioprosthetic valve. The patient underwent redo avr with a 29mm 11400m mitris resilia valve.